Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/12/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be the transmitter and app were unable to restore the connection. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. The probable cause was the transmitter and app were unable to establish a connection.